Event description:
The customer reported that their central nurse's station (cns) cannot boot up past the splash screen. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at deaconess gateway reported the following issue with pu-621ra; (B)(6), from patient monitoring: cns cannot boot up past the splash screen. Requesting to send the unit in for repair. Investigation summary: the root cause of the issue is considered to be lack of customer knowledge regarding cns software setup. The cns 6201 administrators' guide describes in detail the steps to be followed to set up the ip address and the mac address for a fully functional cns. The overall risk of this event, taking into consideration of severity and probability, is "high". The reported issue does not warrant/require further investigation through CAPA process since the issue was caused due to incorrect user network settings and not nk device deficiency/malfunction. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9. The following fields contains no information (ni): a2 - a6 d10 attempt #1 08/25/2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received.

Manufacturer narrative:
Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) cannot boot up past the splash screen. No harm or injury was reported.